Event description:
Reporter indicated that pt was seen in emergency room because their chest incision opened up and the generator was exposed. Further investigation revealed that the generator was explanted and the lead was clipped. Physician did not even stitch up the incision, but simply covered it and let in heal on its own. There was no infection. On 10/2001 the pt had the remainder of the lead removed. It was reported that the opened chest incision has healed nicely.